Event description:
It was reported that there were advancement difficulties due to trigger jamming in an iliac stent placement procedure. When attempting to reposition the stent, it deployed in the right common femoral vessel. A competitor's item was then placed at the initial targeted area a with no injury or further complications being reported. Product was used against labeled indications.